Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): the eri is the result of high internal battery resistance.

Event description:
It was reported that the patient presented to the doctors office and was not feeling good. The patient's device was at elective replacement indicator (eri). The battery voltage at which the device went to eri was raised from one interrogation to the next. It was further reported that the device went to eri less than three years after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.